Event description:
Additional information received. The aneurysm was located at the basilar artery (ba) - vertebral artery (va). The maximum diameter of the aneurysm was 35 mm and the neck measured 20 mm. No resistance was encountered during the previous process, including delivery or deployment of the pipeline; the wire was cut after the pipeline was placed. Vessel tortuosity was not present due to the vertebral artery (va) anatomy. However, the physician diagnosed a thrombotic aneurysm with severe arteriosclerosis. No resistance was encountered during delivery or retrieval, but strong resistance was noted when collecting the delivery wire, specifically at the edge of the catheter. The stent was implanted within the patient and remains in the body. The cause of the event could not be determined. Upon inspection, detachment of the pipeline pushwire was observed.

Manufacturer narrative:
¿ Updated b5, d9 ¿ h3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. H6: the evaluation codes have been updated for this event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the devices were used in a pipeline deployment case for a cerebral aneurysm. After placing the product in the basilar artery to vertebral artery (ba-va), an attempt was made to retrieve the delivery wire. Following the usual procedure, the microcatheter was advanced over the wire to the protective sleeve. Resistance was felt at that point, but upon pulling back as usual, the tip detached, leaving the tip at the catheter's end while the wire was retrieved. Subsequently, the microcatheter was slowly withdrawn, allowing the detached wire tip and protective sleeve to be retrieved together as a unit. The stent was successfully deployed without any issues, and no foreign objects were left inside the body. However, the physician determined that the detachment of the wire tip constituted a defect.  Tip coil dislodgement of the delivery pusher was reported. The fragment was removed from the patient's body.  At time of collection, there was resistance or operational difficulties. The stent is located within the patient's body. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU).

Manufacturer narrative:
Product analysis ¿as found condition: the pipeline flex shield pushwire and phenom 27 catheter were returned for analysis within shipping box; and within primary and secondary plastic bio-pouches. The pipeline flex shield pushwire was returned outside the phenom 27 catheter. However, the pipeline flex braid was not returned for analysis. Therefore, any contributing factors could not be assessed. ¿damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No break or separation was found with the pushwire. However, the pipeline flex shield pushwire was found to be detached at hypotube proximal to wire weld and the remaining segments were not returned for analysis. Therefore, any contributing factors could not be assessed. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. ¿testing/analysis: the total and usable lengths of catheter were measured to be within specifications. The catheter was flushed with water and water was exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. ¿ conclusion: based on the analysis findings, the pipeline flex shield and phenom 27 could not be confirmed to have resistance during delivery/retrieval as no defect was found with pushwire and phenom 27 catheter. No resistance was observed during testing. Possible causes include damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. However, the root cause could not be determined. In addition, the pipeline flex shiled could not be confirmed to have pushwire break/separation as no break or separation was found with pushwire. The pushwire was found to be detached at hypotube proximal to wire weld. Possible causes of the pushwire break/separation include vessel tortuosity, over manipulation, high force use, resistance during delivery/retrieval, or user resheaths more than 2 times. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.